Manufacturer narrative:
There was no pt present. The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. There was no issue found with the system. Per discussion with staff at the site, it was found that the issue was related to a new user who was unfamiliar with the system.

Event description:
A medtronic representative reported that he visited a site to inspect a mouse freezing issue on an s7 system. There was no pt present.